Event description:
It was reported that there were 2 occurrences where plunger came of when drawing with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no.: 306547. Batch no.: unknown (reported: 8362820). It was reported that two saline plungers popped off when drawing labs. Per email: two saline plungers popped off when drawing labs. No blood, medication, or saline leaked out, however the plungers would not stay in place (screwed in) to finish drawing labs."

Manufacturer narrative:
Investigation: eight samples were received in four separate bags. The first bag has two samples. The syringes have the plunger-stopper all the way down; therefore, there is no saline solution. The plunger rod-stoppers have a separation of 1/64¿. The product specification is up to 1/16¿. The second bag has two samples. One has the plunger rod-rubber stopper all the way down. There is a separation between the plunger rod-rubber stopper of 1/16¿. The other sample has solution up to the 4ml mark, it has stopper-plunger separation of 1/64¿. The third plastic bag has one sample which has the stopper all the way down. The plunger rod has been removed from the syringe and no damage was observed. The fourth plastic bag has three syringes. All have plunger rod rubber stopper all the way down, therefore no saline solution is in the syringe. No defects were observed on these samples. A device history record review could not be completed as no batch number was provided.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 2 occurrences where plunger came of when drawing with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no.: 306547, batch no.: unknown (reported: 8362820). It was reported that two saline plungers popped off when drawing labs. Per email: two saline plungers popped off when drawing labs. No blood, medication, or saline leaked out, however the plungers would not stay in place (screwed in) to finish drawing labs."